Event description:
The complainant reported that the impella automated impella controller went black and restarted on its own. The aic was exchanged and there were no further issues. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the automated impella controller (aic) pump stop has been completed. Data logs were reviewed finding multiple "purge pressure high" and "purge system blocked" alarms. However, no alarm or abnormal behavior was seen in the device logs on the mentioned date of complaint. Additionally, no issues or alarms related to the reported complaint of the "aic going black and restarting on its own" were found in the device logs. An email was sent to the coordinator and complaint creator to clarify the exact date of the reported malfunction, the specific issue observed, and the aic involved. No response was received. The console was returned for further investigation. A thorough visual inspection of the internal circuitry did not reveal any issues. The console was then tested with a known good pump and purge system, during which no anomalies were observed. The reported issue of the aic going black and restarting on its own was unrelated to any faults within the aic. Additionally, the "purge pressure high" and "purge system blocked" alarms were also not caused by a malfunction in the aic. In conclusion, no issues were found within the aic. D.9 date device returned/information was added. D.2 revised common device name since the initial manufacturer device report number was submitted in accordance with updated procedures.